Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a computer. Subsequently, the pump battery fully depleted and the pump shut off. The pump was able to be successfully charged after being powered back on by plugging the pump into a wall adapter. The customer¿s blood glucose was 299 (mg/dl).